Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Attempts to obtain the patient information were made via email and phone. All reasonably known patient information is included in this report. Additional information obtained indicated no damage was observed during prep. Additionally it was reported the manufacturer device did not fail. No tests/laboratory data was available. No information was available. There is no serial number associated with this product; it is referenced by lot number the implant or explant dates are not applicable to this device. No physical product investigation was possible as the device was not returned. Per the manufacturer's instructions for use (IFU): precautions: - hold the proximal end of the guidewire securely with a torque device when the handle is on. Failure to do so may result in guidewire rotation and/or loss of position within the vessel. Adverse effects: - fracture of any component of the device that may or may not lead to serious injury or surgical intervention.

Event description:
This case has been investigated in accordance with the manufacturers policy. It was reported that during the procedure while removing the manufacturers device, over the cook wire, the tip of the wire broke off in an occluded peroneal artery. The physician elected not to attempt intervention to remove the wire fragment as it was in an occluded artery with no additional clinical sequela. The physician performed an adjunctive percutaneous transluminal angioplasty (pta) to complete the procedure. The patient's treatment was completed by this procedure with the patient discharged as expected. Vessel: sfa/pop and tpt. Other devices in use: cook roadrunner lot# 7405229.